Manufacturer narrative:
Mindray service representatives repaired the solder on all connectors on the front panel. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the dpm 6/7 monitor's "la lead" was not working which may have resulted in a loss of ECG monitoring. No patient injury was reported.